Event description:
The 1/8" crystalloid pump header line leaked at the raceway midpoint. The leak occurred at the end of the procedure and was not changed out. The pt was not impacted and there was no blood loss.